Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone h1-lx device with 7fr sheath and 6 mm spider wire to treat a little calcified plaque lesion with 95% stenosis in the proximal, mid and distal sfa, popliteal and tibial/popliteal trunk. The vessel diameter and lesion length are 5 mm and 500 mm respectively. The vessel was pre and post dilated. IFU was followed during preparation, procedure and post procedure. It was reported that on the fourth cleaning of the device, the nose cone would not close properly. A new device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone device was received for evaluation. No ancillary devices or images were returned with the hawkone device and cutter driver. The device was removed from the return packaging. The hawkone was attached to the cutter driver. It should be noted that the torque shaft was bent beneath the strain relief. Inspection of the distal assembly revealed biological debris within the distal housing. The cutter was returned advanced approximately 0.4cm distal to the cutter window. The cutter driver was activated, and the thumb-switch was retracted. The cutter was able to be retracted within the cutter window without issue. No anomalies were noted with the cutter and no strange sound was noted with the cutter driver. The cutter was the attempted to be advanced within the distal housing; however, the cutter was only able to advance approximately 1.2 cm distal to the cutter window. It should be noted that biological debris was located at the stopping place of the cutter. The distal assembly was flushed/cleaned using the dft. Upon opening the flush window, biological debris was noted. The biological debris was removed from the flush window; however, biological debris remained wit hin the housing. After cleaning/flushing the device with the dft, the cutter was attempted to be advanced again. The cutter advanced approximately, 1.2cm distal to the cutter window. The device was soaked in water. The cutter was attempted to be advanced after soaking. The cutter was able to advance approximately 1.2cm distal to the cutter window. It should be noted a full packing stroke is 2.2cm minimum advancement of the cutter from the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported the device was safely removed from the patient. During cleaning the thumbswitch would not turn off. This occurred outside of the patient¿s body the device did not re-enter the patient. No deformation to the cutter was observed. If information is provided in the future, a supplemental report will be issued.